Manufacturer narrative:
Unit passed displacement, rewind, prime,seating, basic occlusion, occlusion, sleep current measurement, and active current measurement tests; it failed self test returning a hardware low level failure. Hardware low level failure alarm is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received multiple insulin pump error alarms. The customer blood glucose level was 13 mmol/l. It was also reported that battery lasted more than one week and also had sensor glucose and blood glucose issues. It was also reported that contacts on the battery cap was neither missing nor damaged and battery compartment was neither damaged nor corroded. The insulin pump did not alarmed failed battery alarm and sn label was worn off. The insulin pump will not be returned for analysis.